Event description:
Post-op x-ray taken with bed in supine position, normal surgeon height, x-ray cassette clamp placed, end of notched portion near handle sheared off when cassette being removed, screw being released. No injury to patient.